Event description:
Possible hemolysis. Pt complained of chest pain and shortness of breath after completing treatment. Pt was treated in the dialysis unit and transferred to the emergency room. Lab work done in the emergency room was reported to be hemolyzed.